Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a hole in the balloon material was noted. The de novo lesion was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. The 15mm x 1.5mm maverick 2 monorail balloon catheter was advanced to the lesion and attempts to inflate the balloon failed. A possible hole in the balloon material was reported. The balloon catheter was removed from the patient without incident. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was attached to an encore inflation device and a pinhole leak was identified in the balloon material. The leak was noted approximately 3.5cm proximal to the proximal edge of the proximal marker band. Microscopic examination of the balloon material and marker band could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a hole in the balloon material was noted. The de novo lesion was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. The 15mm x 1.5mm maverick 2 monorail balloon catheter was advanced to the lesion and attempts to inflate the balloon failed. A possible hole in the balloon material was reported. The balloon catheter was removed from the patient without incident. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status was stable.